Event description:
Event date is unknown. On september 19, 2008, boston scientific corporation was informed that during an upper hemostasis procedure, a resolution clip device would not deploy. The procedure was completed with another of the same device without patient complications. Patient is "stable".